Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that after one shock and further charges, the device battery life decreased to near eri. The device was explanted and replaced. Patient was fine after procedure.

Manufacturer narrative:
The reported field event of a battery voltage anomaly was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system; no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery voltage anomaly was not determined as it could not be reproduced.